Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pulse generator showed the left ventricular (lv) lead had high capture threshold. The lv lead was explanted and replaced. The patient was in stable condition.